Event description:
It was reported that externalized conductors were observed via fluoroscopy. At the time of the screening, the patient's optivol measurements were increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.